Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by their dentist who provided a letter of recommendation. The dentist found, chief concern minimal overjet. Their clinical findings include skeletal class iii relationship, class iii tendency molar relationship on the right, class I canine relationship on the right, class iii tendency molar relationship on the left, class iii tendency canine relationship on the left, openbite tendency, crossbite at tooth #2, mild maxillary crowding, mild mandibular crowding. Dentist treatment recommendations are comprehensive treatment with invisalign that includes mandibular interproximal reduction and class iii elastics to correct class iii tending occlusion. Estimated treatment is 15 months.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.